Event description:
The customer nurse reported a failure to alarm audibly when the patient¿s heart rate (hr) dropped below the limit at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer nurse reported a failure to alarm audibly when the patient¿s heart rate (hr) dropped below the limit at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer nurse reported a failure to alarm audibly when the patient¿s heart rate (hr) dropped below the limit at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.